Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) was constantly restarting itself. There was no patient involvement.

Manufacturer narrative:
During the laboratory evaluation, no restarting of the central control monitor (ccm) occurred during testing. The product surveillance technician (pst) connected the ccm to a system-1 simulator, applied power and the ccm powered up normally and the display illuminated. The pst operated the ccm through extensive testing with no restarting occurring. He physically agitated and checked external cable and all internal connections and circuit boards during operation with no restarting occurring. The pst monitored power supply voltages and they were within specifications. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed as it was observed by the user facility biomedical engineer (biomed) who is trained by the manufacturer.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.